Event description:
It was reported that a user experienced recurrent low morning glucose with one documented value of 40 mg/dl while using the ilet bionic pancreas, and the user believed glucose targets might be too high; troubleshooting and education were completed, and additional training was accepted to adjust targets. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without escalation of care. Investigation included a review of the reported event and user training and troubleshooting. Investigation of this case revealed no identifiable device malfunction and that user education was provided regarding glucose targets and hypoglycemia management. It was concluded that the cause of the hypoglycemia was unclear and that the device operated as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.